Event description:
Reportedly while this customer owned ventilator was being serviced at newport medical. It was noted that there was no audible alarm due to a defective audible board. Please note, there was no pt involvement for this event.

Manufacturer narrative:
Eval summary - while servicing this customer owned ventilator, it was found that there was no audible alarm. Further investigation found that the audible board pcb2106p was defective. A new pcb2106p board was replaced in the ventilator, and no further issues were found.